Event description:
Tear in expiratory breathing circuit limb occurred. Patient on radiant warmer. No ventilator alarm occurred. Patient on draeger e4. Leak noted after acute desaturation requiring manual ventilation. Leak detected when circuit pressure check done. Desaturated to 50%.

Manufacturer narrative:
H3- the device is not expected to be available. H6- no investigation has commenced as we are trying to obtain additional information.